Event description:
It was reported that the device motor was loud then would stop suddenly. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation. Visual and functional tests were performed. It was received cracked in front of top case and right plunger case and broken battery compartment on bottom case. The event history log (ehl) showed motor not running. The reported problem was duplicated; motor not running was found at occlusion test. This was due to the main board misaligned from extrusion from pump having been dropped by the customer (broken battery compartment on bottom case). Repairs were done and occlusion test passed. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This MDR was generated under protocol (B)(4).